Manufacturer narrative:
(B)(4). Date sent 3/24/2025. D4 batch #222d75. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage and with a reload no properly loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. In addition, a damaged on the reload on the edge was noted casing that it could not be loaded. It should be noted that to reload the device insert the new reload into the metal housing and snap it into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod, also a damage was noted on the body reload. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 222d75, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device gcs40g lot number c9ez7w and no non-conformances were identified.

Event description:
It was reported that during a sigmoidectomy procedure, while using the contour stapler the device would not close. Case was completed with a like device. No patient harm was reported.